Event description:
The customer was vomiting and hospitalized for high bgs and dka. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. Instructed customer to call back to perform the high-pressure test when clamp arrives.